Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: not performed as no lot was provided. Complaint history review: similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required. H3 other text: device not returned.

Event description:
Information received from legal :plaintiff was implanted with a right abg ii modular hip stem on (B)(6) 2012. Its further alleged that the plaintiff had blood work that revealed elevated levels of cobalt and chromium in bloodwork. Plaintiff has not yet been revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from legal :plaintiff was implanted with a right abg ii modular hip stem on (B)(6) 2012. Its further alleged that the plaintiff had blood work that revealed elevated levels of cobalt and chromium in bloodwork. Plaintiff has not yet been revised.